Manufacturer narrative:
Analysis was performed on the returned device. The reported suture retrieval issue was confirmed as an observed link separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with two prostyle devices using an 8f sheath after a neuro intervention procedure for an aneurysm. Reportedly, cuff misses occurred with both devices as the sutures were not present when the plungers were removed. Manual compression was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.